Event description:
Procedure: gastrectomy. Reportedly, the stapler misfired and the reporter indicated that the knife assembly appears to have snapped in half. The surgeon then had to convert to an opened procedure to finish the case. According to the surgeon, the stomach tissue did not appear to be unusual in thickness.